Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported patient underwent a shoulder hemiarthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to pain. All components were removed and replaced with a reverse shoulder system.

Event description:
It was reported patient underwent a shoulder hemiarthroplasty on (B)(6) 2012. Subsequently, patient was revised on august 29, 2013 due to pain and dislocation. All components were removed and replaced with a reverse shoulder system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain."